Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. The (B)(6) has been sent a generated report of the customer's issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) user report from a u.s customer which reported the following information: it was reported that on (B)(6) 2019, the customer experienced a skin reaction while wearing an adc freestyle libre sensor. It was further reported that customer experienced symptoms described as ¿rash and allergic reaction on my skin¿. There was no report of a healthcare professional or third-party medical intervention for the reported issue.